Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 1100812970, model/catalog description: pump, unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 1100678992, model/catalog description: balloon, unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced a fall, after which recurrent urinary incontinence was noted, and the device was not working properly. Upon evaluation, fluid loss from the device was observed. As a result, the device was explanted and replaced. No further patient complications were reported.